Event description:
It was reported that the patient was not getting an adequate pain relief due to having high impedances on the spinal cord stimulator (scs) leads. The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the explanted leads were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7111953, UDI: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief due to having high impedances on the spinal cord stimulator (scs) leads. The patient underwent a lead replacement procedure and was doing well postoperatively.